Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe that any of the ethicon products (prolene suture) involved caused and/or contributed to the early mortalities described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (prolene suture) used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Patient demographics? Event related to atrial fibrillation, multifactorial anemia, hemothorax, arrhythmias and arterial hypertension reported via mw # 2210968-2021-02484 event related to primary failure, right ventricular failure and sepsis reported. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: transplantation proceedings, 47, 2653e2655 (2015) doi: http://dx.doi.org/10.1016/j.transproceed.2015.08.044.

Event description:
Title: technique resource for difficult auricular anastomosis in lung transplantation this retrospective study presents a technique of atrial anastomosis in lung transplantation in which uses the recipient¿s superior pulmonary vein, avoids these problems, although it is not applicable in all cases because no pressure gradient at the suture level is required. Therefore, the suture diameter must be equal or greater than the sum of both graft pulmonary veins diameters. Between january 2009 and june 2012, 14 patients (14 men/4 women; 52 + 15) years was operated with the new technique. The 4-0 prolene corners sutures (ethicon) are placed first and the anastomosis is completed as in the standard procedure. In the early intensive care unit phase, atrial fibrillation (n=2), multifactorial anemia (n=4) and hemothorax (n=1) were reported. Early mortality due to primary failure (n=1), right ventricle failure (n=1) and sepsis (n=2) were also stated. In addition, late cardiovascular complications of arrhythmias (n=6) and arterial hypertension(n=1) were reported. The patient with hemothorax underwent reoperation. This new technique achieves the objectives described (no increases in ischemic time, fewer vascular complications). However, an absolute confirmation requires a study comparing similar technical lt given that the new resource was only used in highly complex procedures.